Event description:
The patient underwent successful stent placement (unknown anatomical location) procedure and was discharged home. It was reported that approximately 3 days post procedure the family found the patient dead. There was no autopsy performed; therefore, the cause of death was not determined. No additional information is available.

Manufacturer narrative:
The complainant indicated that approximately 3 days post procedure the patient died; therefore, it is believed that the approximate date is (B)(6) 2013. Subject device was implanted.

Manufacturer narrative:
The subject device remained implanted; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. However, patient outcome of death is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.

Event description:
The patient underwent successful stent placement (unknown anatomical location) procedure and was discharged home. It was reported that approximately 3 days post procedure the family found the patient dead. There was no autopsy performed; therefore the cause of death was not determined. No additional information is available.

Event description:
The patient underwent successful stent placement (unknown anatomical location) procedure and was discharged home. It was reported that approximately 3 days post procedure, the family found the patient dead. There was no autopsy performed; therefore the cause of death was not determined. No additional information is available.

Manufacturer narrative:
Brand name and catalog # populated.